Event description:
It was reported that prior to starting a da vinci thoracic sympathectomy procedure, the surgical staff noticed that the large clip applier instrument jaws were stuck in place. There was no report of fragments falling into a patient. No further clinical information was provided about the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation. Isi confirmed the customer's reported complaint. The instrument grips were bent. One of the teeth on the clip applier jaws was bent inward. As a result the clip applier would not clip. The instrument was placed on an in-house system and the instrument moved intuitively and the grips opened and closed properly. Failure analysis concluded that the bent damage may be due to mishandling / misuse.